Event description:
Operating room staff report the suture assistant did not deploy a knot when the surgeon pulled the trigger. Device removed from field and case finished with another device of same make and type. No injury to patient. Device is available for evaluation purposes.